Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array to the outer ear. The patient also experienced an infection which was treated with oral and IV antibiotics. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.